Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, the down arrow keypad button was found to be intermittently responsive. The contrast button was found to be unresponsive; the contrast button has no affect on insulin delivery function. The keypad cover was removed and contamination was found under the contrast and down button key contacts. The audible sound was unable to be tested due to an unresponsive contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.